Manufacturer narrative:
Exemption number e2015058. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 27th july 2015 and passed a self-test. Multiple manual power ups of mainly a continuous nature and ten minute durations were observed in the device memory between the 4th-10th august 2015. The pad-pak became depleted during this time. The returned pad-pak was inserted into the device and the device failed to power on, no status led was visible. This would confirm the reported fault. A test pad-pak was inserted into the device and the device passed a self-test. A memory full prompt was given at shutdown and the status led continued to flash green. Investigation found the reported fault can be attributed to component failure. The faulty component resulted in an excess current drain and would account for the multiple manual power ups recorded which depleted the pad-pak. The returned pad-pak was measured and found to be depleted beyond any use. This would confirm the reported fault.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit will not power up with known working pad-paks.